Manufacturer narrative:
The insulin pump could not be primed during the prime test due to a faulty force sensor. The basic occlusion, occlusion, and no delivery tests could not be performed because of the prime anomaly. However, the insulin pump passed the displacement test.

Event description:
The customer was in the hospital to have surgery. While in the hospital, the customer experienced high blood glucose. Troubleshooting was performed. The insulin pump alarmed during the displacement test. The total amount of basal and bolus delivery did not correspond with what was recorded in the history files. Nothing further was reported.